Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered and inappropriate shock due to oversensing of degrading signals. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the cause of the inappropriate shock was assumed to be muscle noise. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered and inappropriate shock due to oversensing of degrading signals. The s-ICD system remains in service. No adverse patient effects were reported.